Event description:
A barostim system was implanted on (B)(6) 2024. Due to preexisting conditions, the patient experienced discomfort on their left side and requested to have their device implanted on the right but for reasons unknown, the physician was not willing to do so. The patient experienced increased discomfort to their left chest and neck following implant. The patient experienced positive therapeutic effect but due to the discomfort, the patient requested that their device be moved to the right. A physician familiar with barostim explanted the device on (B)(6) 2024 without a cvrx rep present. The patient was instructed to follow up with their physician regarding reimplantation. Following the explant, their heart failure symptoms had returned. They had increased hypotension, dizziness, lightheadedness and sob. They also noticed a left sided tooth ache with associated neck and ear pain. The patient reported that the toothache, ear, and neck pain were consistent from 05-aug-2024 to 23-aug-2024 but have completely resolved since then.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the patient experienced discomfort due to their pre- existing condition and as a result requested to have the device explanted. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. The analysis results indicated the device performed as expected and there was no nonconformances were observed.. Based on the information received, the root cause the cause of the reported event could not be conclusively determined. Cvrx ID# (B)(4).